Event description:
Subsequent to the initial report being filed, it was reported that the 3.5x30mm trek balloon dilatation catheter (bdc) crossed the target lesion with resistance due to the anatomy. The balloon was inflated; however, during a second advancement attempt the bdc became kinked. During removal the bdc separated at the guide wire exit notch. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported kink could not be confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational context. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty advancing the device, kink and separation appear to be related to operational context; however, a conclusive cause for the reported difficulty removing the device could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - adverse event problem-medical device problem code 2524 was removed.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery (rca) with mild calcification and moderate tortuosity. The 3.5x30mm trek balloon dilatation catheter (bdc) attempted to cross the target lesion; however, the bdc failed to cross due to the anatomy. Therefore, the bdc was removed from the patient and the tip was noted to have separated. The distal separated portion remained in the guide catheter (gc) and was able to be removed with the gc. An non-abbott balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.